Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) made a request for a device data disk for analysis. No adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) made a request for a device data disk for analysis. No adverse patient effects were reported. Currently, the device remains in service. According to additional information, the physician elected to explant this pacemaker because it was listed on an advisory and this patient was pacing dependent. A new pacemaker was successfully placed at this time. No adverse patient effects were reported outside of the replacement procedure.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) made a request for a device data disk for analysis. No adverse patient effects were reported. Currently, the device remains in service. According to additional information, the physician elected to explant this pacemaker because it was listed on an advisory and this patient was pacing dependent. A new pacemaker was successfully placed at this time. No adverse patient effects were reported outside of the replacement procedure.